Manufacturer narrative:
Additional information: b3, b7, d4. The device has been received and the investigation has been completed. The results are as follows: DHR results. The production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results. No stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results. The product was returned, but not in the original case. The device was visually inspected and the following was found: roughness - the flange was smooth; internal/external surfaces were smooth. Crack - no major crack was found. Delamination - layers were intact and did not separate. Discoloration - the device was not transparent and had a slight yellow discoloration. General cleanliness - the returned device appeared to be partially clean. It was observed that an anchor was broken off. Root cause description. Based on the complaint description, a definitive root cause could not be established. Another potential root cause could be due to excessive bruxism which could have caused the anchor to break. Per the reported information, the patient has a medical history of grinding. Manufacturer reference: (B)(4).

Manufacturer narrative:
The device was returned for analysis. However, the evaluation of the device is pending. Once the investigation is completed a supplemental report will be submitted. The manufacturer internal reference number is:(B)(4).

Event description:
Office reported that the anchor of the silent nite 3d sleep appliance broke off. The patient received the device on 10/24 (no day provided) and reported that due to grinding "the anchor broke off one night, nothing bad happened it just woke me up and I spit it out. No injury or harm happened due to this." The patient stated continued using the appliance gluing the anchor back but continued to come off. No date provided when the issue occurred. It is reported that the device was rinsed upon delivery to the patient and that the patient maintained the device by cleaning it with a soft brush and sometimes distilled white vinegar. No soaking, just a couple light shakes in a zip lock bag.